Event description:
Unomedical reference number (B)(4). On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient smelled insulin that was oozing from the site. The infusion set was used for a day. There was no harm reported with this complaint. No further information available.

Manufacturer narrative:
(B)(6).